Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to door not fully latched messages which were reproduced during eval. The door latches close, but w/excessive force being required to close door. The door hooks were reworked to correct this condition.

Event description:
It was reported that a spectrum pump had a door latch error. It was also reported there was no pt injury.